Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review and evaluation of the returned product determined that it had been previously used, as there were traces of fluid in the suction and lavage tubing. The battery back was not returned, but functional testing was performed using a lab battery. Functional testing found the device operated normally, but the tip lock slid easily. Dimensional analysis using digital calipers found all measurements were within specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that during the surgery, the tip lock was slide easily due to the vibration of the handpiece during working. Subsequently, the tip came off from the handpiece. There was a 0-15 minute delay to prepare alternate product. No part of the device fell into the patient wound. No adverse events were reported as a result of this malfunction.